Event description:
Customer reported getting sensor alarms. Advised the customer to calibrate three to four times daily, like thirty minutes before meals or when his blood glucose is stable. Customer stated that he does not have a set time to eat during the day. Customer stated that he had experienced low blood glucose and he usually wakes up in the hospital. Unable to obtained more information about the hospitalization at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-80526.